Manufacturer narrative:
Investigation findings: the complaint sample was not returned, therefore, investigator was not able to inspect device. The investigator followed up the customer for additional information. The questions asked were: where did the limb holder break? There are 3 possibilities: did the blue foam break or tear? Did the white strap break or tear? Did the attachment site where the white strap is sewn on the blue foam break? Was the patient violent or highly agitated? How did the respiratory therapist get injured? Was he/she pushed by patient? The customer only responded as follows: "I was informed that the white strap "tore" when the staff member was attempting to re-apply the restraint." The reason for the "where did the limb holder break?" Question is that normally if a break is reported is where the white strap (cotton webbing) attaches to the laminated blue foam piece. It is very unlikely that the white strap would break. The weave of the cotton strap makes it difficult to break by pulling with one's hands. On three additional occasions, the investigator attempted to obtain information regarding whether or not the patient was violent or highly agitated. The reason is that this product is contraindicated for patients that are violent or highly agitated (see attached copy of IFU). Previous investigation on this type of complaint have shown that the product was being used on patients that were violent or highly agitated. As part of these previous investigations (MDR 3010454212-2015-00004), a preventative action was initiated to mitigate the risk of end user (health care professional) application to wrong type of patient (highly aggressive and/or agitated). An alternate stitching type was implemented that resulted in the improved the pull strength of the stitch attaching the strap to the blue foam piece. The complaints to sales ratio for the individual pair of m2028 for the past 2 years is (B)(4). Root cause: the customer did not provide enough information to find a root cause. The customer did not provide the complaint sample for analysis. The customer did not specify if the patient was violent/ or highly agitated, as this product is not meant to be used with these types of patients. The customer stated that the white strap tore, but did not specify if it tore from the blue foam piece or if it broke in half. Corrections: no corrections were needed. Corrective action: no root cause was found, therefore no corrective action is needed at this time. Preventive action: no preventive action is needed at this time. No further information is available at this time. We will provide follow up report if additional information becomes available. Device not returned to manufacturer.

Event description:
Information provided by user facility report number (B)(4) was entered into the deroyal complaint system and copied below. Quality issue details: date of occurrence: (B)(6) 2016. When did quality issue occur? After use. Who was using or operating the product when the quality issue occurred? Other. Was a medical procedure involved? Yes. Name of medical procedure: unknown. Did the quality issue cause a delay in the medical procedure? No (please provide length of delay and any other details about the procedure in the detailed description field below). Detailed description of quality issue: while respiratory therapist was securing the strap portion of the restraint the strap broke. How was the quality issue was identified? By actual use. How was the product being used? Secure restraint. Was it the initial use of the product? Yes. Was the product modified from the original condition supplied by deroyal? No. Was the product connected to or used in conjunction with other devices or equipment? No. Outcome details: outcome(s) attributed to quality issue: none. Person(s) affected by outcome(s) checked above: facility employee. Known pre-existing condition(s) of person(s) affected: none specified. Was the incident reported to the FDA? Yes - reported on 6/22/2016. Detailed description of outcome(s), including information regarding injury or any additional treatment/intervention required: while securing the strap portion of the restraint, the strap broke. Respiratory therapist was the operator of device and received injury.